Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part #: unknown, unknown cup, lot #: unknown. Part #: unknown, unknown screw, lot #: unknown. Part #: unknown, unknown screw, lot #: unknown . Part #: unknown, unknown head, lot #: unknown. Part #: unknown, unknown stem, lot #: unknown. Part #: unknown, unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -05434, 0001822565 -2021 -00701, 0001822565 -2022 -00311.

Event description:
It was reported that patient underwent a left hip revision surgery approximately one year post implantation due to groin pain and loosening and migration of the acetabular cup. The head, liner, shell, and screws were replaced without complication. The stem was stable and remained intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Patient underwent a hip revision due to pain and loosening of the acetabular cup. X-rays show evidence of loosening of the cup with movement of the acetabular cup in to a vertical position. Intraoperatively, there was evidence of loosening, the liner was still intact and the stem was well fixed. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.